Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, the needle tip of the ideal suture shuttle 90 degrees up broke off. The product didn't returned to mitek for evaluation, mitek then conducted visual inspection of the picture provided by customer. Visual analysis of the picture provided, determined that the tip of the device was broken. A manufacturing record evaluation was performed for the finished device lot number: 19f33, and no non-conformances were identified. Based on the information currently available this complaint can be confirmed. As per IFU-109660, indicate the instructions for user to as excessive force may limit the function of the device or cause the device to bend, deform or break. In this case, it can be concluded that root cause of the failure reported is due to handling of the device. However; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications device history lot: a manufacturing record evaluation was performed for the finished device 19f33 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, ti was observed that the needle tip on the ideal suture shuttle 90 degrees up device broke off in the shoulder of the patient. A scope was needed to retrieve the fragment. There was a delay of 20 to 30 minutes reported. There were no adverse patient consequences reported. No additional information was provided.